Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a pump error 23 and insulin delivery stopped. Insulin pump also received a power loss alarm and unexpected restart alarm. Customer's blood glucose was 250 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hours. No blank display anomalies noted. Power connector plugged in and locked in place properly. Battery was removed from pump and monitored for ten minutes. Device powered up properly after insertion of the battery and no insulin pump error alarms were noted. Low battery alarms, power loss and replace battery now alarms noted at the long trace history file due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched display window and case.